Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2020-21950. All available information has been consolidated into this report.

Event description:
Additionally, the healthcare professional reported an event of ¿significantly inflammatory" and "hole, non-specific".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight the device within specification and deformation. Cloudy in the gel observed after autoclave cycle. Based on the device analysis, the final assessment is the unit is not ruptured. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.